Event description:
The orsiro mission drug-eluting stent system was selected for treatment. Outside of the patient, during withdrawal of the distal black protector, the stent dislodged. Another device was used. No patient consequence.

Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment. Outside of the patient, during withdrawal of the distal black protector, the stent dislodged. Another device was used. No patient consequence.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is well folded and shows no signs of inflation. Stent imprints are visible on the exposed balloon surface, indicating that the stent was initially crimped centered on the balloon. In the as returned state, the stent was located on the transportation wire about 5 mm proximal to the protector cap. The stent is severely deformed (i.e. Pinched, compressed and strongly elongated) over its entire length. Moreover, the hypotube was found kinked at several locations. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 % and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could be determined. The most probable root cause for the reported event is related to the handling during the preparations for the intervention, i.e. Improper removal of the stent protector which is warned against in the IFU.